Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 34 mg/dl while wearing the pod. The patient had lost consciousness and the paramedics were called. Upon arrival of the paramedics the patients pod was removed. The patient was treated with intravenous glucose, the patient was brought to the hospital. The patient was given hydrocodone (5 mg) for back pain. The patient was discharged the following day.